Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Two 2000e samples were received in opened packaging for investigation; residual blood was present in the thread of the male luer. The sample from lot 19095762 was assigned for investigation of complaint (B)(4) and another sample from lot 19095963 was assigned for investigation of complaint (B)(4). The connecting product was not returned to assist the investigation. A visual inspection of the sample did not identify any damage or manufacturing defect that could have caused or contributed to the customer's experience. The sample from lot 19095762 was subjected to pressure testing in order to replicate the customers experience; no leakage was replicated throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19095762 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance. Testing of the returned sample did not identify any product defects or quality deviations that could have contributed to the customer¿s experience. In this instance the connecting product was not available for investigation and therefore it could not be determined if this may have contributed to the customer's experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the smartsite device in the past 12 months. H3 other text : see section h.10.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The reported feedback suggests that there is a leakage. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.